Event description:
It was observed that during the device evaluation, the videoscope exhibited that the glue of the objective lens was deteriorated with missing parts. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to physical stress caused by hitting the tip of the scope or dropping the tip, or chemical stress due to the chemical solution used, but it cannot be identified. The event can be detected/prevented by following the instructions for use which state: ltf-s300-10-3d operation manual precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.